Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the delivery catheter was kinked during implant of the leadless implantable pulse generator (ipg) which caused a pericardial effusion. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: mc1vr01. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found fdc: 71 fdr: 213 fdm: 10, 23, 26, 38 product ID: mc1vr01-delsys: product event summary: the delivery system was returned and analyzed, and the delivery system shaft was mechanically kinked/buckled. The articulation of the delivery system was out of plane. Blood was observed on the sheath. Visual analysis of the lead indicated damage during use. Fdc: 77 fdr: 114, 476 fdm: 10, 23, 38. If information is provided in the future, a supplemental report will be issued.